Event description:
A malfunction on the pump was reported by the caller, but there were no notable events that occurred prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The technical support team provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction code did not recur, and the customer was instructed to call back if any issues arose again, which the caller acknowledged and understood.